Event description:
During follow-up, myopotential oversensing resulting in inappropriate automatic mode switch (ams) were observed on the right atrial lead. Abbott technical support was contacted and confirmed the event. The physician elected to take no further intervention at this point of time. The patient was in stable condition.